Manufacturer narrative:
The device was received for evaluation with an opened pouch that was resealed with tape; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The pouches were observed without pinholes or damage. It was observed that there was a residue of adhesive in the pouch with white color all over the seal. This condition indicates that the pouch was correctly sealed. All sponges were inside the cap; however when taking the sponge out from the cap it was observed that the povidone iodine was dry. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge in the minicap was partially dry. There was no patient injury or medical intervention associated with this event. No additional information is available.